Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the dexcom app was displaying the same blood glucose values. It was reported that operating system and mobile device was not a supported system. No product or data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.